Event description:
It was reported that the patient had a "hard fall" down some steps and fell on their implantable neurostimulator (ins). The patient felt that the ins had moved and experienced pain right after the fall. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 37743 lot# serial# (B)(4), product type programmer, patient product ID: 3778-60 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID: 37752 lot# serial# (B)(4), product type recharger product ID: 3778-60 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead. (B)(4).